Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-79-user hematocrit high. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that is no longer experiencing symptoms and no further medical attention was required. During the call a blood test was performed with the alleged defective device: 110mg/dl fasting.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling tired and is not having any symptoms regarding her diabetes. Feels tired may be due to chemo. Medical attention was reported previously. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 71mg/dl non-fasting using meter. The test strip lot manufacturer's expiration date is 07/26/2020 and open vial date is (B)(6) 2019.